Event description:
The customer reported that, during inspection, the subject device had a torn ultrasound probe and there were broken crystal elements in the image. There was also a dent on the bending section. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the surface of the ultrasound probe was damaged. This report is being submitted for the malfunction found during evaluation (damage to surface of probe). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the surface of the ultrasound probe was damaged due to external stress. The report of a dent in the bending section was confirmed and was due to physical stress. In addition, the engagement of the angulation knob was loose due to the friction plate being deteriorated, angulation had free play and did not meet specified standards due to elongation of the angle wire, the boot of the insertion tube was cut due to handling, and the water supply mouthpiece was loose due to rotational stress caused by attachment of the scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.